Manufacturer narrative:
This report is submitted june 27, 2018. (B)(4).

Event description:
Per the clinic, the patient required an MRI and as a result the device was electively explanted on (B)(6) 2018. The electrode array remains in situ, within the cochlea.